Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a check valve malfunction that permitted backflow from the versasafe (medicine injection point) back into the direction of the drip chamber/fluid bag. There is currently no specific event information or report of patient harm.

Manufacturer narrative:
Concomitant medical products: baxter 1000ml IV bag of lactated ringers, lot c976498, exp: 10/16; baxter 50ml IV bag of potassium chloride, lot: p335042, exp: 05/16, therapy date: (B)(6) 2015. Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of backflow was confirmed. The primary and secondary set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was also visually inspected under a microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered on the primary set received. Functional testing was performed; fluid and air bubbles were noticed going into the primary bag. Blue fluid was also noted to have gone past the check valve indicating a faulty check valve. Testing of the used returned sample part from supplier itw indicated a pass result. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of this failure was not identified.